Event description:
It was reported that, on 02jan2024 while in their nursing home, the patient had a red heart alarm. The system monitor displayed the pump parameters were normal but then alternated to show no visible values. The pocket controller was connected to battery power and the alarm temporarily resolved. The red heart alarm returned after 5 minutes, and the patient was transferred to the hospital. Upon arrival to the hospital, the pump was stopped. The nurse exchanged the patient's controller and the pump restarted briefly, but then it stopped again. They then switched the controller batteries and they reconnected to the system monitor. They attempted to restart the pump without success. The patient opted to not exchange the pump and ultimately passed away of cardiac arrest. The controller was returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported red heart alarm was confirmed. The evaluation of the returned system controller serial number (B)(6) revealed multiple damaged printed circuit board (pcb) components. As a result, the controller was not able to operate a test pump when received. The log file retrieved from the controller captured data from the time stamp of day 156, 4 hours and 47 minutes to day 156, 5 hours and 34 minutes. The log file was filled with events where the system controller was unsuccessfully attempting to start the pump. These events were accompanied by elevated power and pi values and low speed hazard and low flow hazard alarms which resulted in the reported red heart alarm. Although the specific root cause for the damaged drive circuit components was not able to be determined during this investigation, the events captured in the log file and the reported information that the atypical pump behavior remained the same after connecting different system controllers, including a pocket controller suggested that the event was associated with a possible driveline/pump issue. The pump and the driveline were requested to be returned for evaluation; however, per the patient¿s family wish the pump was not explanted. The device history records were reviewed, and the records revealed the system controller was manufactured in accordance with manufacturing or quality assurance specifications. Patient handbook operating manual covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Important warnings relating to pump stops are described in operating manual. The patient handbook advises the user to call the hospital contact person if there is any questions or concerns regarding the heartmate ii lvas equipment including the system controller. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.